Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Foreign body in the package.

Manufacturer narrative:
The reported incident that k-wire, smooth, 1.4mmx100mm was alleged of issue s-67 (contamination of the device) could not be confirmed, since only the opened package was returned with a small piece of debris separately. Based on the investigation, the root cause could not be determined. More detailed information about the complaint event must be available in order to determine the root cause of the event. The inspection of the piece returned, with the open package, concluded that it is probably made of plastic and this can be seen by its serrated edges. The source of the piece is unknown, however note that it did not come from the package returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Foreign body in the package.